Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported injecting a patient in the nasolabial folds with 1 syringe of juvéderm vollure¿ xc. The next day, the patient experienced ¿bruising, swelling, redness, and tenderness¿ at the injection site. The patient was diagnosed with "inclusion." Two days later, the patient was treated with hylenex, keflex, and mupirocin and again the next day. The symptoms are ongoing, "but are getting better."

Manufacturer narrative:
Additional data: b5: a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additionally, the symptoms and occlusion resolved half a month later.